Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected. The customer¿s blood glucose level was unknown. The customer was able to successfully clear the alarm. The customer was able to complete rewind. The customer stated that the insulin pump had the power error detected recurred within a week of troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with pump error 25 due to j6 connector resistance issue.